Event description:
It was reported that the atrial lead was capped due to low impedance, < 200 ohms. It was the patient's only lead. No patient complications were reported as a result of this event. Further information received from the medtronic representative indicates that the lead was capped due to an insulation failure.

Manufacturer narrative:
It was reported that the atrial lead was capped due to low impedance, < 200 ohms. It was the patient's only lead. No patient complications were reported as a result of this event. Further information received from the medtronic representative indicates that the lead was capped due to an insulation failure. No conclusion can be drawn insulation, hole(s) in impedance, low.